Event description:
Co was notified by attending chief resident of removal of hip femoral stem due to fracture of the component. The device was implanted on 11/4/91 during revision surgery performed for a periprosthetic fracture of the pt's femur. Revision surgery in 5/96 found fracture of femoral stem component and nonunion of the pt's originally fractured femur.